Manufacturer narrative:
Continuation of d10:  5076-45 lead implanted (B)(6) 2015 dtpa2d1 crt-d implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that undersensing and far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. There was also an alert for out of range (oor) high ra lead impedance with noted high ra lead thresholds. It was also reported that the right ventricular (rv) lead exhibited undersensing, possibly leading to false classification of episode termination. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead ffrw that was noted does not appear to be a true atrial tachycardia/atrial fibrillation (af) event. In addition, the patient was seen for a follow up check. Ra lead, ffrw oversensing noted/confirmed along with the lead oversensing the t-wave. Lead sensitivity was decreased.